Event description:
A medtronic rep reported that both of the site's vertek arms cannot be locked at the main lever joint. This event occurred outside of surgical use when no pt was present.

Manufacturer narrative:
No pt was present at time of alleged malfunction. The MFR has not rec'd the affected parts as it is unclear if the site will choose to replace the vertek arms or not.